Event description:
The end user alleges they scooter takes off on its own. They allege they were getting off of the unit when it took off and ran into a doorway. The end user sustained two factured ribs.